Event description:
The device was used during a thoraco upper lung partial resection. Reportedly, the device stapled but did not cut. No pt injury was reported. Used another device to finish the procedure.